Event description:
No additional information.

Manufacturer narrative:
Investigation results: two samples were received by our quality team for evaluation. The samples did not show any defects; therefore, the incident could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, a root cause could not be determined. This incident has been added to our database of reported incidents.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 304657, batch#: 4193532. It was reported that the bd syringe 10ml ll bns had leakage. The following information was provided by the initial reporter: rcc received a complaint via email. Complaint number(s): (B)(4). Product sku: 304657, 301073. Product lot number: 4193532. Complaint details: syringes leaking. Additional information provided: 1. Please provide the date of event for material#: 304657 & 301073, customer did not provide event date, but issue was reported to medline 12/31/2024. 2. Please provide the batch# or lot# number for 301073? Unknown. 3. Please provide the address of the facility for us to ship the return label? Attn: (B)(6) 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event, none reported.